Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during implant the atrial lead exhibited loss of intermittent sensing. The physician attempted to reposition the lead and the helix would not retract. The lead was not used and replaced.